Event description:
The plaintiff's attorney alleged that the decedent experienced an unspecified injury and subsequent death on an unk date after use of the product.

Manufacturer narrative:
(B)(4). This is one of two device reports that are associated with this event; associated manufacturer report numbers: 1225714-2014-01232 and 1225714-2014-01233. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted the event to be a cardiac arrest leading to death, which is alleged to have been caused by the product administered to the patient for dialysis treatment.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated mdrs #1225714-2014-01232 and 1225714-2014-01233.